Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it." H3 other text : device not returned

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. During troubleshooting with technical support, the malfunction alarm and cartridge alarm was cleared, insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.